Event description:
It was reported that during the ureteroscopy procedure using a contour ureteral stent and a sensor wire, when the stent was advanced up in the ureter, there was difficulty retracting the guidewire from the stent. It was observed that the stent became buckled and torn while the sensor wire was unraveled, and the sleeve was detached. The procedure was completed using a new wire with the same model. No patient complications were reported.

Manufacturer narrative:
This report is one of two complaints that pertain to the same event (MFR report#: 2124215-2024-72449 and MFR. Report#: 2124215-2024-72426). Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a040601 captures the reportable event of stent buckled. Imdrf device code a0414 captures the reportable event of torn. Block h11: the device was not returned for analysis; however, a photo was provided attached in the complaint record. A media analysis was performed and showed that a contour stent with the bladder side completely buckled. Moreover, the suture was not visible. Based on the most relevant information from the complaint event description, media analysis, and product record review results, it was determined that the device met all manufacturing specifications, passed all controls and inspections, and no abnormalities were reported during the assembly process. As per media inspection, a torn was not found, instead a buckled was found, that could have been what the customer refers by "it was observed that the stent became buckled and torn while the sensor wire was unraveled" therefore no problem detected is being assign to the ar code stent torn material. The device was not returned; however, the attached picture in the complaint record was reviewed. During this review, the bladder side of the device was observed to be completely buckled. The analysis of the attached image revealed evidence of stent buckled/accordioned, which may be related to the interaction between the device, the positioner, and the guide wire while the device was being advanced. This includes the possibility of excessive force applied over the device due to difficult to advance in the anatomy during the procedure, which could have contributed to the failure. Additionally, the image analysis showed that the guide wire appeared unraveled, which could have contributed to the difficulty in advancing the stent over it. This aligns with the reported difficulty advancing the stent during the procedure, reinforcing the challenges described in the event. Additional information to field block b5: event description.

Event description:
It was reported that during the ureteroscopy procedure using a contour ureteral stent and a sensor wire, when the stent was advanced up in the ureter, there was difficulty retracting the guidewire from the stent. It was observed that the stent became buckled and torn while the sensor wire was unraveled, and the sleeve was detached. The procedure was completed using an alternative device. No patient complications were reported.

Manufacturer narrative:
This report is one of two complaints that pertain to the same event ( MFR. Report # 2124215-2024-72426). Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a040601 captures the reportable event of stent buckled. Imdrf device code a0414 captures the reportable event of torn.